Event description:
The facility reports the pt was lying in the lift and lowered into the bathtub. They were leaning against the security handle. They maintained this position for about twenty minutes, after which the security handle broke. No injuries were reported.